Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal device was not returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following information: it was reported that after a complex percutaneous coronary intervention procedure via the femoral artery, a vascular closure device was used for hemostasis. The entire procedure was performed according to the standard operating procedure; however, the anchor was pulled out of the body, resulting in failed closure. Manual compression was performed immediately once the device was pulled out of the patient. There was only slight bleeding and the patient remained in stable condition. There were no issues with arterial access, sheath, guidewire, or catheter insertion. When the device was in use, it was not easy for the sheath tube to enter the skin tissue. After breaking the skin with a skin knife, it then entered smoothly and they proceeded with subsequent operations. A 6fr procedure sheath was used. There was a pre-deployment angiogram performed.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: date of birth: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, not provided. E1: telephone number: requested, not provided. E3: occupation: unknown healthcare professional. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.